Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 45-75 mg/dl; cause unknown. Carbohydrates and banana were consumed to treat bg; however, bg continued to lower. Recommendation was made to consult with healthcare provider regarding diabetes management. Review of pump data logs was performed by tandem technical support and it was verified that basal-iq had suspended and resumed insulin appropriately and pump was operating as expected. Customer acknowledged.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 24 mg/dl was entered into the pump by the user on (B)(6) 2019 at 1:48:08 pm. Blood glucose (bg) of 45 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019 at 12:07:39 am. Cgm alert 1 (cgm low alert) was annunciated. A 20% temporary rate for 120 min was observed on (B)(6) 2019. A 0% temporary rate for 60 min was observed on 9/15/2019. A 15% temporary rate for 90 min was observed on (B)(6) 2019. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). From (B)(6) 2019, user made bolus requests while still having insulin on board (iob). On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.